Event description:
It was reported that the product broke while being used during a surgical procedure. No adverse consequences were reported.

Manufacturer narrative:
The tapered router subject to this complaint was returned for eval. It was visually confirmed that the product was broken. Lot number details were not provided. It was not possible to determine the root cause for the breakage.